Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with broken belt clip slot at battery tube threads area and scratched lcd window. The insulin pump was received without battery cap. Unable to verify for damage or worn battery cap. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus anomaly noted.

Event description:
The customer reported that the insulin pump is not in good condition and a chunk of the plastic is missing. The caller stated that the insulin pump attempted to give 53.0 units of insulin when she only wanted 25.5 units. The customer's blood glucose was 74mg/dl. The caller mentioned that the reservoir compartment, the battery cap, and the display window were damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.